Manufacturer narrative:
The hospital biomed cycled power, resolving the error condition. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/23/18 phone call, 2/26/18 phone call, 2/27/18 phone call. The hospital biomed cycled power, resolving the error condition. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/23/18 phone call, 2/26/18 phone call, 2/27/18 phone call.

Event description:
The hospital reported that, during a case, the unit alarmed that pressure mode of ventilation was not functional. There was no reported patient injury.